Event description:
It was reported that a percutaneous peripheral intervention (ppi) was performed for a chronic total occlusion (cto) in the superficial femoral artery (sfa). When an asahi halberd14 guide wire was inserted into the target lesion through an unspecified guiding sheath, the operator felt anomaly with the wire behavior. When removed and observed, the coil segment of the halberd14 guide wire looked unraveled. A new unit of halberd14 guide wire was used instead to continue the procedure, which was completed with stent deployment. It was informed that there were no anomalies with the patient conditions after the procedure.

Manufacturer narrative:
Manufacturing site: asahi intecc hanoi co., ltd. Hanoi, vietnam, registration number: 3009121749. While the reported halberd14 guide wire is currently marketed in the us under the model number phw14r101p, the subject model is marketed in some areas outside the us under the model number ph14r101pr. When the reported product was returned to the manufacturer, reportable malfunction was recognized for the first time; therefore, g3. Date received by manufacturer is the same as the date in d9. Returned to manufacturer. The reported halberd14 guide wire was returned for investigation. The returned halberd14 guide wire was found helically curved for approximately 8mm from the wire tip, which was likely caused by torsion. The outer coil pitch of the guide wire was found widened at approximately 1-2mm from the wire tip, where the inner coil was found loosened. The outer coil was found elongated and fractured at approximately 1mm from the wire tip. Observation by scanning electron microscope (sem) of the fracture end of the outer coil found a twisted fracture edge with a trace of bending stress on the shaft. Lot history review revealed no anomaly relating to the reported event. No other similar product experience report was received from this lot. Based on the obtained information and the investigation outcome, it was presumed that torque generated with rotation of the guide wire was locally accumulated while the distal segment of subject halberd14 guide wire was caught in the lesion. Consequently, the outer coil wire was loosened, fracturing the guide wire at the solder where the outer coil was fixed onto. Although it was concluded that the reported event was not attributed do the product quality, it was concluded that possibility of some fragment left in site could not be completely ruled out should the same event recur. CAPA: no CAPA will be taken. The instructions for use (IFU) states: [warnings]: observe movement of this guide wire in the vessels. Before this guide wire is moved or torqued, the tip movement should be examined and monitored under fluoroscopy. Do not move or torque the guide wire without observing corresponding movement of the tip; otherwise, the guide wire may be damaged and/or trauma may occur. In addition, ensure that the distal tip of this guide wire and its location in the vessel are visible during manipulations of the guide wire. Never push, auger, withdraw, or torque this guide wire that meets resistance. Torquing or pushing this guide wire against resistance may cause damage and/or tip separation of this guide wire or direct damage to a vessel. Resistance may be felt and/or observed under fluoroscopy by noting any buckling of the guide wire. If the prolapse of the guide wire tip is observed, do not allow the tip to remain in a prolapsed position; otherwise damage to the guide wire may occur. Determine the cause of resistance under fluoroscopy and take any necessary remedial action. If resistance is felt due to spasm, bending of the guide wire, or due to trap while operating this guide wire in the blood vessel or removing it, do not torque and/or pull the guide wire itself. Stop the procedure. Determine the cause of resistance under fluoroscopy and take appropriate remedial action. If the guide wire is moved excessively, it may break or become damaged, which may cause blood vessel injury or result in fragments being left inside the vessel. When torquing this guide wire inside the blood vessel, do not torque continuously in the same direction. This may cause the guide wire to become damaged or break apart, causing injury to the blood vessel or leaving fragments inside the vessel. When torquing the guide wire, rotate it clockwise and counterclockwise alternately. Do not exceed two rotations (720 degrees) in the same direction. [Malfunction and adverse effects]: separation of the guide wire.